Event description:
Customer reported a button error on her insulin pump. She thinks the device was damaged when she was scrolling through the buttons at a fast pace. She cannot set the date and time. The keypad is not working. Customer's blood glucose is 74 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and no discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded keypad traces. No moisture damage found inside the pump. No scrolling screens or numbers ramping noted. Insulin pump received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
(B)(4)